Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump infusing an unknown drug for intractable spasticity and cerebral palsy. It was reported that the healthcare provider (hcp) was attempting to silence a pump alarm. The patient stated that the pump had been alarming for years after reaching eos. The hcp checked pump logs which showed repeated pump reset messages on 2025-may-08. The patient stated that pump continued to alarm over the weekend. Caller attempted to shut down pump using clinician tablet but the pump would not update. Caller had an n'vision programmer and was able to interrogate the pump and update which should silence the eos alarm. The troubleshooting steps that were taken on the call resolved the issue.